Event description:
The customer reported that during the procedure, the surgeon noticed the knife blade was locking and getting caught in the track. Additionally, a piece of the blue jaw fell off in the pt cavity. The piece was retrieved and there was no pt harm.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.